Manufacturer narrative:
The company representative could not duplicate the problem. He observed fault code #64 (power supply fan failure) in the fault logs. He replaced the power supply (part number 14-00-0033e05). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp shut down upon power up. The iabp was replaced and therapy was initiated. No patient injury reported.